Event description:
It was reported that the patient was experiencing ineffective therapy. The patient's ipg has been dead for some years. Leads did not cover patient's pain and were not MRI conditional. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein, the system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.